Event description:
It was reported that at an unknown time, the generator gave a continuous beep noise, and the error code 'hand piece.' All the tests were carried out with the test tip, and it would appear that the hand pieces are faulty. There was no patient consequence.